Manufacturer narrative:
(B)(4).

Event description:
It was reported that a stripped or loosen spring coil tip occurred. A 190 cm filterwire ez was selected and advanced to treat the carotid artery. During procedure, the filterwire was withdrawn from the patient and it was then noted that the spring coil tip of the device was stripped or loosen. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: device was returned for analysis. The protection wire and the delivery sheath were returned hand coiled with the retrieval sheath returned inside the packaging coil. A visual and microscopic examination of the returned device revealed that the radiopaque distal tip of the protection wire was found bent, wavy and had been stretched approximately 7mm on its proximal portion. The filter bag was found retracted into the delivery sheath with 6mm of the nosecone exposed. The wire torquer was found attached to the protection wire at 115.4 cm, when measured from the distal tip of the protection wire. The unsheathing /sheathing test was performed successfully. The filter bag was successfully deployed and then retracted. The filter bag was observed to be in good condition and met specification. The peel away test was also performed successfully, no anomalies were observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stripped or loosen spring coil tip occurred. A 190 cm filterwire ez was selected and advanced to treat the carotid artery. During procedure, the filterwire was withdrawn from the patient and it was then noted that the spring coil tip of the device was stripped or loosen. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.